Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
Additional information was received indicating the hemolysis led to renal failure which required dialysis.

Manufacturer narrative:
The impella cp was returned. The cause of the hemolysis was patient condition. The most likely cause of the hemolysis is caused by the underlying patient condition and unrelated to the use of impella. It is rare that hemolysis is caused by improper impella positioning. It is extremely rare that an impella malfunction leads to hemolysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) year-old (B)(6) female patient had impella cp pump inserted in the right femoral for myocarditis. It was reported that the patient developed hemolysis during impella support. As a result, the patient was administered haptoglobin, amount was not provided. There was also worsening kidney function due to hemolysis.